Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received left primary attune tka to treat knee pain secondary to osteoarthritis. The patella was resurfaced, and depuy cement x 2 was utilized. The procedure was completed without complications. Patient receive a left knee revision due instability secondary to loosening of the tibial insert. Upon entering the joint, the insert was noted to be dislocated and externally rotated on the medial side and no longer under the femoral component causing a large laxity on the femoral side. The femoral component, tibial tray, and patella were well-fixed and retained. The manufacturer of the revised tibial insert was not provided. The procedure was completed without complications. Doi: (B)(6) 2016; dor: (B)(6) 2018; left knee.